Event description:
Reference number (B)(4). Event occurred in the spain. It was reported on 09-aug-2024 that the infusion set introducer needle was unable to remove from insertion site. No further information available.

Manufacturer narrative:
Patient city - (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.